Manufacturer narrative:
Date of event: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Initial reporter: address unavailable. Bd corporate address used. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples were received. Rationale: no CAPA is required.

Event description:
It was reported that unspecified bd¿ syringe was cracked and failed to contain medication. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: ¿material no. Batch no. It was reported that: verbatim: hello, I recently attempted to give my husband a b-12 injection, using a bd 3ml leur-lok tip with bd precision glide needle 25g x 1 (0.5mm x 25mm). I have given him many of these injections over the years with the same syringe. I am also a nurse and have used this syringe may times over my 30 year career. I have never had a problem with this product. However, a few weeks ago when I attempted to give my husband his b-!2 injection with this syringe the medicine came squirting out everywhere. I thought that maybe I forgot to tighten the leur lock - so I replaced the needle and tried again with another vial of b-12 - I tightened the leur lock and same thing, medicine everywhere. It turns out the syringe is cracked. I thought you should know this. If you want the syringe or any numbers off the packaging let me know. I am hopeful medicare will replace the 2 vials of b-12. Thank you".